Manufacturer narrative:
Unable to upload/download due to problem isolated to the electronics assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that they were unable to download the information from the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.